Event description:
The catheter had a securacath as a fixing device. It was reported during an x-ray examination, it was discovered that the catheter made a loop about 3 cm from the insertion site into the vessel. This examination was caused by the fact that it was slow to flush in the catheter. X-ray used contrast without any note or sign of leakage. The catheter was pulled. The hcp tried to flush the catheter after the draw, which was not successful.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of unable to infuse is confirmed and appears to be related to the use of the device. One sl 4 fr powerpicc solo catheter was returned for investigation. Use residue was observed within the sample. A securacath securement device was also returned. The catheter extended up to the 42 cm depth marker. Kinks in the catheter were observed at the 2, 5, and 6 cm depth markers. An attempted to flush the catheter with water using a 12 ml syringe revealed it to be occluded. The catheter was cut at the 1 cm depth marker and dried residual material was observed to be present throughout the catheter. Based on the condition of the returned sample, likely contributing factors include catheter kinking and residual material occlusion. Since the returned sample revealed evidence of an occlusion, the complaint is confirmed. The product IFU states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." The IFU also provides the following recommended flushing/maintenance procedures. The catheter should be maintained in accordance with standard hospital protocols. Recommended catheter flushing/maintenance is as follows: 1. Flush the catheter after every use, or at least weekly when not in use. Use a 10 ml or larger syringe. 2. Flush the catheter with a minimum of 10 ml of 0.9% sodium chloride, using a ¿pulse¿ or ¿stop/start¿ technique. Use of heparinized saline to lock each lumen of the catheter is optional. 3. Disconnect the syringe and attach a sterile end cap to the catheter hub and tighten securely. Caution: always remove needles or syringes slowly while injecting the last 0.5 ml of saline. 4. Prior to blood sampling when infusing tpn, follow routine maintenance procedure except use 20 ml saline and flush to clear tpn from the catheter. 5. If resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institution protocol for clearing occluded catheters. Note: when injecting or infusing medications that are incompatible, you should always flush the catheter with a minimum of 10 ml saline before and after each medication. Note: when maintained in accordance with these instructions, the powerpicc solo2¿ catheter does not require the use of heparinized saline to lock the catheter lumens. However, use of heparinized saline will not adversely effect the catheter and may be necessary based on patient status or use of alternate flushing and locking techniques. A lot history review (lhr) of recw2184 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw2184 showed no other similar product complaint(s) from this lot number.

Event description:
The catheter had a securacath as a fixing device. It was reported during an x-ray examination, it was discovered that the catheter made a loop about 3 cm from the insertion site into the vessel. This examination was caused by the fact that it was slow to flush in the catheter. X-ray used contrast without any note or sign of leakage. The catheter was pulled. The hcp tried to flush the catheter after the draw, which was not successful.